Event description:
A facility reported continuous csf over-drainage (200-300ml) even after changing several pressure settings of a hakim valve. The patient developed subdural hematoma; therefore, the valve was explanted on (B)(6) 2022. The valve was implanted to treat secondary hydrocephalus.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause could be biological debris and protein build up interfering with the valve mechanism, as the device has not been returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the hakim valve (ID 823148) was returned for evaluation. Device history record (DHR) review - review of the history device records for the valve, product code 82-3148 with lot 5635829, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a cut/tear in the silicone housing over the valve casing was noted and a mark in the valve casing, also biological debris. The valve was hydrated. The valve passed the test for programming and occlusion. The valve was leak tested and leaked from the damaged silicone housing. The valve failed the test for reflux and pressure due to the damaged silicone housing. The root cause for the issue reported by the customer, is probable due to the damaged silicone housing. The root cause for the damaged silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU, silicone has a low cut/tear resistance. The root cause for the marks in the valve casing are probably due to a sharp or pointed object coming into contact with the valve casing.